Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being at the emergency room due to high blood glucose of 437 mg/dl. The customer stated that she was not feeling well and had a sore throat. Troubleshooting was performed. Advised the customer to call back when the tubing clamp arrived to perform the high pressure test. The customer's blood glucose reading at time of call was 124 mg/dl. No further info was provided.